Event description:
Product analysis was completed on the returned generator and lead. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed and approved. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted devices were received and product analysis is underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away, and was likely due to a seizure. It was also noted that the device was explanted during the coroner's investigation. The explanted generator has not been received by product analysis to date. Per the coroner the cause of death is unknown, but could be sudden unexpected death in epilepsy and the relationship to the vns is unknown. It was also noted that the patient was found deceased face down on the bed. No other relevant information has been received to date.